Manufacturer narrative:
Device evaluation the nanocross elite was returned fractured apart in two different segments. The distal segment showed the balloon material pushed distally with dried blood within the balloon. The medial marker bands were observed within the balloon segment. The proximal portion of the balloon showed the proximal marker band inside the area of the proximal balloon bond which had fractured apart from the catheter. The balloon was pulled back where it was bunched up previously at the distal end. The distal marker band was identified. The blue inner gw lumen was fractured apart within the balloon. The approximate length of the distal segment was 8cm. The proximal segment of the fractured nanocross elite showed a loaded guidewire. Approximately 80.5cm of the guidewire was exposed outside distal end of the fracture face of the blue inner gw lumen. The working length of the returned proximal segment was approximately 185.5cm. The product labeling indicates a working length of 150cm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon separated from the shaft. The entire sheath was removed with the balloon in it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon along with a non-medtronic 6fr sheath and 0.014" guide wire during procedure to treat a `little calcified soft tissue lesion in the mid to distal superficial femoral artery (sfa) with 75% stenosis. The vessel diameter and lesion length are 4mm and 200mm respectively. An everest inflation device was used for the inflation of balloon. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. The device was inspected per IFU with no issues identified. Device or component detached, cracked, or fractured, when withdrawing device, balloon got stuck in sheath and dislodged from catheter and stuck in sheath. The break/fracture occurred at the catheter. The detached portion of device does not remain in patient. It was reported that physician pulled 6fr 45cm sheath back around the bifurcation, advanced 0.035" glide wire past detached balloon, removed sheath and balloon and replaced with short 6fr 11cm sheath, took picture then closed with mynx. There was no patient injury reported.